Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had high blood glucose of 23 mmol/l at the time of incident. It was reported that the customer had inserted infusion set before the dinner. The high pressure test was performed and the insulin pump alarmed insulin flow blocked alarm. The customer was advised that the insulin pump was working fine. The insulin pump will not return for analysis.